Event description:
A report was received on 20 sep 2023 from the home therapy nurse (htn) of a 69 year old male approved for performing solo home hemodialysis with a medical history including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2023. Additional information was received on 25 sep 2023 from the htn who stated treatment was completed with all vital signs normal however rinseback back did not occur. The patient was found connected to the cycler at an unspecified time, suspected cause of death cardiac arrest.

Manufacturer narrative:
The involved product was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).